Event description:
Information was received from a health care professional (hcp) regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the patient had an unrelated abdominal pelvic MRI scan. While the patient was receiving the scan they felt a zapping up their spine. The sensation stopped once the patient was removed from the machine. The hcp reported that they used the built in coil to transmit and the anterior phased array coil to receive. The hcp confirmed that they had MRI guidelines and the patient programmer showed full body eligibility. The patient had never had a zapping sensation before and while in the MRI machine, the sensation started and increased in intensity.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.